Event description:
A clinical manager reported that during a cataract extraction with intraocular lens implant procedure the system shut down on its own. The surgery was completed using an alternate system with no harm to the patient. This is the first of two reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the event was confirmed (via event logs). The host was replaced as a preventive measure and returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 23, 2005. Based on qa assessment, the product met specifications at the time of release. The host module was received for evaluation. A visual assessment of the returned host module did not reveal any non-conformity. The returned host module was installed on a calibrated system. The system was turned on and allowed to boot. The system successfully booted. The returned host module was exercised by a 2 hours burn-in test. The returned host module passed tests and no system shut down occurred during test. No additional test was performed. The returned host module functioned normally. Therefore, the root cause of the reported event cannot be established. The manufacturer internal reference number is: (B)(4).